Event description:
The customer reported a burning acrid smell coming from the area of uninterruptable power supply (ups). Philips service confirmed that the ups battery had leaked acid, but there was no harm to a patient, operator or bystander.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). In this case, the customer reported a burning acrid smell coming from the area of the tripplite uninterruptible power supply (ups). The customer shut down the CT scanner until the problem could be investigated. The philips field service engineer (fse) went to the site and immediately removed the ups from the system and put the system in by-pass. The fse confirmed that the ups battery had leaked acid, but there was no harm to a patient, operator or bystander. The manufacture date of the battery is unknown. It is likely that the battery was installed when the system was installed in november 2008. The fse replaced that battery pack and installed a spare battery from the equipment room storage on (B)(4) 2013. The spare battery was manufactured in october 2008. The replacement battery pack is the one involved in this instance and was at least 5 years old. When the fse got on site he found this battery pack had starting leaking battery acid. Residual acid in liquid form was leaking out of the ups. It was exposed outside the housing of the battery pack. The fse installed a new ups control unit and battery pack. The fse was unable to ship the batteries for evaluation because the casing is cracked and the batteries were still leaking. Shipping regulations prevent shipment of leaking batteries. The tripplite battery manufacturer indicates that the battery most likely failed for any of the following reasons: under ideal conditions, sealed lead acid batteries life expectancy is five years. Sealed lead acid batteries require periodic monitoring, replacement, or both in conjunction with a proactive ups preventive maintenance plan. When the useful life of a battery has been exceeded, four conditions can occur, one of them being what you see here: the ups charger operates in bulk mode in an attempt to charge the useless batteries and this expels their remaining chemical content in the form of sulfur dioxide (a.k.a., rotten eggs odor) and then the housings of the batteries bloat and crack. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. Mitigations: the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa).warning label for maximum load ups owner¿s manual states no user serviceable parts and requires no routine maintenance. Full system ups has temperature sensor monitoring the battery cabinet temperature. Ups comes with status notification (beep alarm for fault condition). Service documentation shall include preventative maintenance and inspection criteria. Philips service procedures shall recommend replacement of failed batteries in sets. Service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). Site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. Site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f).

Event description:
The customer reported a burning acrid smell coming from the area of uninterruptible power supply (ups). Philips service confirmed that the ups battery had leaked acid, but there was no harm to a patient, operator or bystander.